Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seals were broken. Visual inspection revealed a counterfeit top case with broken tubing guides and a chipped right corner. There was also a crack on the right plunger case which was missing a plunger lever. The bottom case was missing labels, so were the battery pads. An ac receptacle was not screwed down all the way. The reported product problem (shaft seal stuck inside/missing plunger seal tube) was confirmed during the investigation. The product problem occurred because of damage to the pump that was caused by the customer. The investigator replaced the plunger tube seal. The pump then underwent preventative maintenance. The pump subsequently passed all the functional tests.

Event description:
It was reported that the shaft seal component of the medfusion pump was stuck inside. The product problem was observed during testing. There was no patient involvement.